Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connectors were evaluated, reseated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system showed communication errors and would not complete the boot up process. The fse determined the cause of the problem to be due to low 5vdc output from ps1 power supply. The fse reseated the ps1 power supply, adjusted the output to the specs, then verified system functionality. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Power supplies wear with use and periodically require output recalibration to ensure the voltage outputs remain within specifications. Incorrect voltage output from the power supply can cause a variety of system functionality issues, including communication errors. Adjusting the power supply resolves this issue. This complaint does not represent a malfunction because over time the power supply output voltages drift and require periodic adjustment.